Event description:
The catheter was inserted on (B)(6)2009 and was found leaking at the white y connector when flushing. The catheter was removed on (B)(6)2009.

Manufacturer narrative:
The sample has been received and is currently being investigated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).